Manufacturer narrative:
Implant date is unknown. Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg became inoperable after a unrelated surgery. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was unresponsive following an unrelated surgery. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The issue was resolve with replacement of the ipg. There were no complications and effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.